Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 56 mm in diameter saccular thoracic aortic aneurysm in zone 3. The aneurysm measured 70 mm in length. The length from the top of the artic arch to the proximal end of the aneurysm measured 20 mm in length. There was mild calcification in the common iliac artery, proximal neck, and the distal neck. The maximum diameter of the aneurysm was 40 mm. It was reported that, approximately five years and three months post index procedure, a CT revealed that the aneurysm had expanded to 52 mm in diameter. A second CT scan revealed no obvious endoleak and no migration of the stent graft was observed. The physician elected to perform a total aortic arch replacement without explanting the talent stent graft. A CT confirmed that the aneurysm maximum diameter had decreased to 49 mm. The investigator indicated that the cause of the event was unknown and that it was unknown whether it was related to the device. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.